Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was counting up when the customer attempted to bolus. The customer's blood glucose was 192 mg/dl. Customer also reported moisture was present under the insulin pump's screen. The customer also noted cracks present on the insulin pump's screen. The customer could not recall any significant events leading to the alarm. Customer reported the insulin pump may have been exposed to sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping noted. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.